Manufacturer narrative:
Event description: customer found the lid cracked. The cause of the event cannot be conclusively determined. Possible causes include the lid was in contact with a scope when it was closed, or something hard impacted the lid. Design of the device or manufacturing, cannot be confirmed as factors to cause of the event. IFU(instructions for use) states: before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The root cause can be attributed to user handling. Device history record review was performed and found no non-conformances that would cause the reported malfunction.

Manufacturer narrative:
An onsite evaluation of the device was completed, the field service engineer observed a cracked lid and damaged push plate, both parts were replaced. Equipment repaired and verified according to original equipment manufacturer instructions. Software attributes have been verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required. No further information was reported.

Event description:
The customer reported to olympus during maintenance, damage was found on the lid and push plate. There was no patient involvement.